Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve - separation issue occurred. On 3/11/2019, a manufacturing record evaluation was performed for the finished and no internal actions were found during the review. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve - separation issue occurred. After going transseptal, the orange cap came out of the valve on the sheath when pulling dilator and needle out. The investigational analysis completed (B)(6)2019. The device was visually inspected and the cap was found detached from the hub and stuck with the dilator. Gel permeation chromatography analysis performed by exponent, inc and that the cap¿s molecular weight (mw) was determined to be about 81.8% of the tritan mx 731 pellet. Additionally, light microscope inspection could not find signs of adhesive on the cap or hub. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint was confirmed. The root cause of the brim cap issue cannot be determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
On 3/6/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and upon visual inspection observed the returned product with the dilator in the sheath, the white valve and clear ring returned in separate bag, hub cap detached from the hub, and hub cap stuck to the dilator. The hemostatic valve separation was assessed as MDR reportable as the integrity of the device was compromised. These findings coincide with what was reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve - separation issue occurred. After going transseptal, the orange cap came out of the valve on the sheath when pulling dilator and needle out. Homeostasis was compromised as the doctor used his thumb to cover and inserted a wire to exchange the sheath. No adverse patient consequences were reported. The hemostatic valve separation issue has been assessed MDR reportable.